Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is (B)(6) 2019. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a colon resection and during the ecs29a firing, the tech noted that no staples deployed. It felt and sounded like it worked, but the anvil stayed in the colon. No tissue donuts were created and no staples were in the patient. Another ecs29a was opened to complete the case. No patient consequences were reported.